Event description:
It was reported that a male patient underwent a revision after four years due to the fracture of his exeter stem at the medial calcar region. It was further reported that the patient was a very active working farmer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.